Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2022,that a tibia nail was being removed from a patient due to a non union. The dr. Doing the revision thought that the original implant was not a sufficient diameter to provide proper support and wanted to remove the current implant (8x375 tibia nail ex) and replace it with a larger diameter (10x375 tibia nail advanced). The nail and 4 locking screws were successfully removed and replaced. The locking screws that were removed were 5.0 dual core screws x 2 and 4.0mm locking screw x2. There was patient outcome/consequences- nonunion. Concomitant device: unknown locking/set screws (product code: unk, lot number: unk, quantity: 4) this complaint involves one (1) device. This report is for one (1) 8 ti cannulated tibial nail-ex/375-sile. This is report 1 of 1 for complaint (B)(4).